Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly the pump emitted multiple audio and vibration alerts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of call service alarm that can result in blank screen. On investigation, the pump powered up properly. A rewind/load/prime sequence and 24 hour pump exercise and boluses were executed without any incidents. The investigation confirmed but was unable to duplicate the call service alarm issue.